Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflation to their breast implants though mammography imaging. As a result, the patient will undergo removal and replacement with gel breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-00368 for the contralateral event.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with bilateral deflation to their breast implants though mammography imaging. As a result, the patient will undergo removal and replacement with gel breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-00368 for the contralateral event.

Manufacturer narrative:
On january 18, 2022, mentor became aware of incorrect data submitted in the initial report. D2a common device name was incorrectly submitted as breast implant but should have been reported as prosthesis, breast, inflatable, internal, saline. Manufacturing reference number: (B)(4) in the initial, d2a common device name was incorrectly submitted as breast implant but the name should have been reported as prosthesis, breast, inflatable, internal, saline.

Manufacturer narrative:
On april 13, 2022, mentor received information on the identity of the suspect medical device. Device: 350cc mentor memorygel breast implant. Catalog: 3503501bc. Lot: 5684193. Additionally, an updated date of explantation was provided as (B)(6) 2022 and the patient underwent replacement surgery with 350cc mentor memorygel breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing reference number: (B)(4).